Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 49mg/dl. The customer's most current level was 129mg/dl. The customer treated the lows with glucose tablet. The customer's most current level was 129mg/dl. The customer had issues with temp basal settings. The customer was assisted with programing.